Manufacturer narrative:
It was reported to philips that the device announced no shock delivered when a shock was delivered to a patient. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer is requesting that the device be returned for bench repair. The device was received by the philips bench repair on (B)(4) 2018. A) how evaluated (actual, simulator, similar)? The device was evaluated by the bench repair technician. B) reproduced? No c) correct use? Yes d) evaluation results (if applicable): the battery pca pins were damaged. On (B)(6) 2018 at 07:39 am, a female patient was being treated by paramedics at her residence for cardiac arrest. The customer reported a false no shock delivered message from the device. While treating the patient, the device was set to 150 joules and the charge button was pressed. When the charged was complete, the shock button was pressed. The device displayed the message no shock delivered. However the patient physically responded (body response) when the shock button was pressed. They did not use another device to treat the patient. The paramedics reported that the patient showed physical evidence of responding to the shocks and the 'shock aborted' message was false. The biomed reported that it was not known if the patient's outcome was attributed to the false 'shock aborted' message. The rhythm strip showed the patient had return of spontaneous circulation (rosc) at the time the pads were taken off. Review of rhythm files summary: incident rhythm starts at 07:40 am with a junctional rhythm with retrograde p wave at rate of 60 to 75 bpm followed by intermittent bursts of wide complex tachycardia, and then intermittent CPR compressions. At 7:41:46 am there¿s a 2 second pause followed by more CPR. At 7:42:25 am the rhythm is vtach. The device was charged 150j, and the device displayed 'shocked aborted' but the expected shock delivered energy surge waveform is seen. The users continued performing CPR. At 7:44:22 am the rhythm is vtach. The device was charged to 150j. The rhythm changed to a wide complex ventricular escape rhythm and the users performed a manual disarm of the charge. At 7:45:23 am the rhythm deteriorated to vfib. The device was charged to 150j, and the device displayed 'shocked aborted' but the expected shock delivered energy surge waveform is seen. The users continued performing CPR with the underlining rhythm of vfib/vtach. At 7:51:18 am the rhythm deteriorated to vfib. The device was charged to 150j, and the device displayed 'shocked aborted' but the expected shock delivered energy surge waveform is seen. The users continued performing CPR with the underlining rhythm of vfib/vtach. At 7:53:38 am CPR was stopped and there¿s a 2 second pause followed by an irregular, wide complex rhythm with a rate between 80 and 150 bpm. This appears to be a return of spontaneous circulation (rosc). The 'pads off message is displayed at 07:54:37 am. A) relationship between device and incident? The device was being used to treat a patient in cardiac arrest. B) how was device in use? To monitor and treat the shockable rhythms. C) patient condition at time of event (if applicable)? The patient experienced a cardiac arrest and was resuscitated. D) patient data evaluation: see above information. The bench repair technician found the battery pca pins were damaged. A) how was issue resolved? The battery pca was replaced. B) where is device now? The device passed all performance assurance testing and was returned to the customer to be placed back in service c) what parts replaced/why, if known? Battery pca corrective action: a) action necessary, why/why not? No b) any similar CAPA/fco or sb? No conclusion: this was a malfunction of the battery pca. Customer communication: no further communication was requested and no further communication is indicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device announced no shock delivered when a shock was delivered to a patient. On (B)(6) 2018 at 07:39 am, a patient was being treated by paramedics at her residence for cardiac arrest. The customer reported a false no shock delivered message from the device. While treating the patient, the device was set to 150 joules and the charge button was pressed. When the charged was complete, the shock button was pressed. The device displayed the message no shock delivered. However the patient physically responded (body response) when the shock button was pressed. They did not use another device to treat the patient. The paramedics reported that the patient showed physical evidence of responding to the shocks and the 'shock aborted' message was false. The biomed reported that it was not known if the patient's outcome was attributed to the false 'shock aborted' message. The rhythm strip showed the patient had return of spontaneous circulation (rosc) at the time the pads were taken off.